Event description:
Info rec'd via "bma" product complaint form reporting bloodleak on a f8 dialyzer. The dialyzer was on use #14. The leak occurred early into the treatment and was identified via hemastick. No bloody effluent was noted. The blood in the arterial line was returned to the pt, the blood in the dialyzer and venous line was discarded. Estimated blood loss 200cc. The pt experienced no ill effects. No medical intervention was necessary. A medwatch will be filed reporting bloodloss. An acknowledgment letter has been sent to the customer.